Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the bearing was not functioning. Therefore, the reported condition was confirmed. It was further determined that the handpiece was filled with dirt which was the result of the last use before it was washed. It was determined that this allowed soil the time to harden, hence, it was difficult to remove. It was further determined that the drill was blocked. The assignable root cause was determined to be due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the bearing on the battery handpiece device was not functioning.&#596; was noted in the service order that the device was filled with dirt and difficult to remove. It was further determined that the drill was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.